Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the other manufacturer's guidewire would not retract into the pulsed field ablation catheter. The catheter and wire were pulled back into the sheath and pulled out of the patient's body. It was then noted a foreign object, appeared to look like tissue or plastic, surrounded the guidewire. Both the guidewire and catheter were replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012437261 was returned and analyzed. Visual inspection was performed and the catheter appeared intact with no visible issues. A guidewire was also received with the catheter in the biohazard bag. The steering function was normal, with the distal catheter tip rotating approximately 170° in both directions. The slide function operated as expected, and the shape of the capture device showed no unusual features. The catheter connected to a test catheter interface cable without resistance, and the connection was secure, with both latches fully engaging the catheter connector. The test guidewire inserted into the catheter without resistance, and the connection at the luer was secure. The slide control functioned as expected, with no issues. When the slide control was fully advanced to extend the guidewire lumen, no kinks were observed, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connecting to the generator via a test catheter interface cable and therapy deliveries were successfully performed. Testing for the integrity of electrode wire insulation and electrical continuity showed intact electrode wires with no detachment or breakage. In conclusion, the foreign material and guidewire compatibility issues were not confirmed during testing and the catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.